Event description:
The austrian federal office for safety in health care emailed, customer reported: after inserting the peg tube on (B)(6) 2024, the patient had pain and coagulated blood around the peg tube. In the CT abdomen, the peg probe was dislocated outside the stomach, the catheter tip was against the outer stomach wall, the balloon intact (5ml). Pat. Had to be acutely admitted to the operating room for (B)(6). Exportation with new installation of a gastric-tube, lot confirmed.

Manufacturer narrative:
A1-a6) there was no patient information available from this event. D4) model number is xeridiem part number. Catalog number is part number of exclusive distributor cook medical. H3) the device was requested but confirmed that the device won't be delivered for investigation. Internal complaint number (B)(4). Device history record for lot 11050-01 was reviewed. Lot# 11050-01- manufacturing started on 5/06/2023. All line clearances, material verifications, and qc inspections were performed by trained spg (xeridiem) staff. The product was manufactured in accordance with the approved part specifications. 2 ncrs were generated during the manufacturing of this lot but neither would contribute to this complaint. There were (B)(4) units scrapped during the manufacturing process. Multiple inspections are conducted throughout the process to identify defects and when these units were scrapped. There were no observations during the DHR review that would contribute to device malfunction. All operations were completed accordingly.